Event description:
It was reported that a user who had just started on the ilet bionic pancreas experienced a hypoglycemic event with a glucose level of 57 mg/dl after forgetting to announce a lunch meal, and they sought guidance on how to proceed with low blood glucose; troubleshooting and education were provided, including confirmation that the pump suspends insulin delivery during lows and instructions to treat with oral glucose such as juice or a snack. Symptoms included low blood glucose. Outcomes included temporary interruption of insulin delivery and user self-treatment without need for medical intervention. Investigation included customer interview and device-use education. Investigation of this case revealed use error related to a missed meal announcement during early adaptation to the system. It was concluded that the device functioned as designed and the event resulted from use error with expected learning-curve adaptation.